Manufacturer narrative:
It was indicated by the customer that the sensor used during the reported event has been discarded; and therefore, could not be returned to masimo for evaluation. No patient incident was reported. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows (B)(6).

Event description:
The customer reported during use of the philips monitor with masimo board. The customer didn't know how to assess due to the spo2 value was low. Spo2 value was 70-90%. The issue of low spo2(<80%)often happens after blood transfusion. No patient impact or consequences were reported.